Event description:
Product inserted and attempted to infuse. Balloon would not inflate.

Manufacturer narrative:
The returned device is currently under evaluation. A device history record review was performed and the device was found to have met all specifications without any deviations.